Event description:
Caller states that kinking of the tube was discovered when attempting to pass a ballard suction catheter. The caller confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.